Event description:
Follow up with the company representative revealed that the surgeon's assessment of premature battery depletion was likely a general statement based on the age of the device as the physician did not have vns programming equipment. However, the patient's generator could not be interrogated prior to the vns generator replacement surgery. The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.

Event description:
Attempts at product return revealed that the vns generator was discarded.

Event description:
It was reported by the patient's physician that the vns generator battery was "out." The patient was referred for vns generator replacement as the generator battery was low. The surgeon reported that he expected the battery to last longer than it did. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. No relevant surgery is known by the manufacturer to have occurred to date. No additional relevant information received to date.